Manufacturer narrative:
.

Event description:
The reporter from the hospital stated that the following results happened while testing a patient's blood glucose. At 8:15 am while using the accuchek inform ii meter (serial number (B)(4)) a blood glucose result of 292 mg/dl was obtained. At 8:17 am the same meter was used and a result of 115 mg/dl was obtained. The nurse then used another accuchek inform ii meter (serial number unknown) and obtained a blood glucose result of 115 mg/dl at 8:19 am. The same vial of strips was used for all three results. At the time of the call from the reporter the lot number of the strips was unknown. It was reported that controls that were not expired were run within 24 hours on the meters and both levels passed. It was reported that no actions were taken based on any of the results. The patient was feeling okay. There was no adverse event. The customer returned two vials of accuchek inform ii strips, with the lot number of 474390 and an expiration of 03/31/2017. The strips were tested on a retention meter with control solutions. All of the returned results were within the acceptable range for the controls. The product returned meets specification and no product problem was found. It is not known if either of these vials was the vial or lot number of the strips used in this case. The evaluation coding provided reflects the outcome of the evaluation of these strips.